Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(6) - the dentist reported that, almost 2 months after the dental implant was installed in intraoral region #30, its non-osseointegration was observed. Twenty ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented insufficient bone quality/ quantity (bone type ii).